Event description:
It was reported this dialysis catheter was successfully placed in 2001. Approximately one week post placement it was noted the cuff had detached and remained in the paitent. No attempt was made to retrieve the detached cuff. Another dialysis catheter was successfully placed for continuation of treatment. The patient's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis is not available. Patient anatomy and/or user technique during accessing may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.